Manufacturer narrative:
(B)(4). Physio-control provided the reporting 3rd party service agent with technical assistance. The 3rd party service agent will be evaluating and repairing the customer's device. The device has not been returned to physio-control for evaluation. UDI = (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. The patient, a (B)(6) year-old female, had been assaulted by her son. Following the assault, the patient (who had been drinking, but not inhibited) went to the neighbors house for assistance. An ambulance was summoned to check on the patient. When medical personnel went to get the patient's nibp measurement using their device, it would not power on. Medical personnel used a manual bp cuff to get the patient's bp readings and following an examination, the patient walked out of the ambulance on her own accord. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported issue. The service agent replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was returned to physio-control for further evaluation. Physio-control was unable to duplicate any issue with the removed system pcb assembly. The cause of the reported issue could not be determined.